Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one ti powerport isp m.r.I. With 8fr groshong catheter. Visual and microscopic inspection identified one complete circumferential break and one partial circumferential break. Catheter was worn around both breaks. The complete circumferential break is characterized by a rough surface, necking, and an elliptical shape, and the partial circumferential break is characterized by flattening/elliptical shape, a rough surface, and necking. The breaks are consistent with pinch off, therefore, the investigation is confirmed for pinch-off. Subclavian placement is known to increase the chance of pinch-off, however, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that approximately three years and six months post port placement via left subclavian vein during CT examination, the catheter allegedly demonstrated a fracture and the distal catheter segment migrated to the right atrium. It was further reported the segment and the device were removed. The current patient status is unknown.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. The lot number for the device was not provided, therefore, the device history records were not reviewed. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately three years and six months post port placement via left subclavian vein during CT examination, the catheter allegedly demonstrated a fracture and the distal catheter segment migrated to the right atrium. It was further reported the segment and the device were removed. The current patient status is unknown.